Manufacturer narrative:
This MDR is being submitted as part of a batch submission of complaints that were reassessed as reportable foam degradation complaints; discovered as part of a retrospective remediation review.

Event description:
A ventilator was returned to a third party service center for service. The device was not in patient use. During the evaluation of the device at the third party service center, the device's sound abatement foam was replaced due to repair. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Manufacturer narrative:
The manufacturer previously reported hospitalization - initial or prolonged in b.2 section, which was marked incorrectly as this is product problem only as mentioned in b.1 section in previous report. D.9 section incorrectly reported as no in the previous report, which is correctly reported as yes in this follow up report. Date of event in b.2 section was wrongly reported in previous report, which is correctly updated in this follow up report. D.1 and d.2 section was incorrectly reported in previous report, which are correctly updated now. G.2 section incorrectly marked health professional including consumer, which is correctly marked as consumer only in this follow up report.